Manufacturer narrative:
This report is submitted on may 17, 2024.

Manufacturer narrative:
This report is submitted on april 9, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to a tumor. The patient was re-implanted with a new cochlear device during the same surgery.